Manufacturer narrative:
Based on the information provided, the retraction was reported as harder than normal based on having to pull through the patient's tortuous anatomy. The device was discarded after use and therefore not available for return and investigation. There were no device deficiencies reported related to the tracstar. The lot number was not provided by the user facility. All devices undergo testing and inspection confirming devices meet specifications prior to release.

Event description:
The patient was undergoing a venous stenting case. Upon completion of the case and during retraction, the distal portion of the tracstar got caught on the previously deployed stent and broke several centimeters from the distal end of the catheter in the internal jugular. The patient reportedly had a very zig-zag tortuous anatomy. The distal portion of the catheter was retrieved with a snare. Patient was reported to be doing fine and no complications were reported. The physician did not report any issues with the tracstar. During follow-up, the physician informed that the short sheath was in the "z" or zig-zag shape in the body as a factor for the tracstar shaft being broken. The retraction was harder than normal based on having to pull through this tortuous "z".